Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the dependent patient's right ventricular lead exhibited noise. The episodes showed low frequency noise that resulted in pacing inhibition. The noise was unable to be reproduced. On (B)(6) 2019, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was fractured.

Manufacturer narrative:
A partial lead was returned for analysis in four segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.